Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient reported a sensor failure occurred during the warmup period prior to obtaining a cgm reading on the screen. The sensor was inserted late in the evening (alternate site approved by her physician), and during warmup she fell asleep. She stated that she became hypoglycemic, had a seizure and bit her tongue. Her sister called paramedics, and upon their arrival around 7:40 am, she was profusely sweating and unable to respond to questions. They asked her sister if she had a meter and the sister told them she had a continuous glucose monitor (cgm). They checked the cgm reading and saw the message displayed was ¿replace sensor.¿ a blood glucose fingerstick value was not provided and it was not reported whether one was checked at that time. The patient was able to respond after the paramedics treated her with fluids via intravenous (IV) therapy and glucagon. She stated that her sugars came back up and she was okay. At the time of contact, that patient was in stable condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.